Manufacturer narrative:
Insulin pump was received with cracked case at display window corner, cracked reservoir tube lip, cracked and bleeding lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there is a crack in the insulin pump's display. The blood glucose level was not included in the report. Nothing further was reported.